Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The device data was downloaded for further review. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to obtain ECG through its therapy and ECG connection. There was no known harm to the patient associated with the reported event.

Manufacturer narrative:
Physio-control further reviewed the downloaded device data and was unable to verify the reported issue. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to obtain ECG through its therapy and ECG connection. There was no known harm to the patient associated with the reported event